Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance performing an infusion set and cartridge change while experiencing hyperglycemia, with a highest blood glucose of 214 mg/dl, and the ilet alerted for high glucose. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization, and insulin therapy was resumed after the guided set and cartridge change. Investigation included troubleshooting and education with step-by-step guidance to remove the prior set, rewind, replace the cartridge and infusion set, fill tubing, apply the new set, and fill cannula. Investigation of this case revealed that the cause of the elevated glucose was unclear, and no device malfunction was identified. It was concluded, based on similar reports, that the cause was undetermined.